Event description:
It was reported that the right ventricular (rv) lead¿s thresholds have increased. It was noted that the patient is pacer dependent and has passed out several times. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: vedr01 ipg implanted: (B)(6) 2009. (B)(4).